Event description:
The customer's pump gave a rewind message during pump set up. Troubleshooting was performed. Advised customer to change the infusion set, rewind the pump, and place reservoir in pump. The testing continued and the pump did not beep and numbers did not show in the screen. Instructed customer to discontinue the pump use. A day later, the customer called and stated that they did a manual prime while connected and ended up in the hospital for low blood glucose. Also the customer stated that they were throwing up, sweating and light headed. Explained to customer the importance of disconnecting during rewind and manual prime.